Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to third party service center for investigation and evaluated. The device was visually inspected. Evaluation result confirmed no visible foam particles. The technician also confirmed presence of white residue in the device as secondary findings. The device was scrapped.